Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated the patient temperature was reading 88f on arctic sun device and 97f on bedside monitor. Mis had the nurse disconnect and reconnect the temperature probe from the temperature probe cable, and the temperature probe cable from the arctic sun. After this the arctic sun was reading 97f.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient temperature was reading 88f on arctic sun device and 97f on bedside monitor. Mis had the nurse disconnect and reconnect the temperature probe from the temperature probe cable, and the temperature probe cable from the arctic sun. After this the arctic sun was reading 97f. Per additional information received on (B)(6) 2022, patient was able to complete therapy, no issues. Everything worked fine after reconnecting probe.